Manufacturer narrative:
(B)(4).

Event description:
A cyst developed in the right axilla 4 months post treatment. Surgery was performed to remove the abscesses/cyst. The symptoms improved for 2 days but the infection returned in both axillae. The abscesses were drained twice. A second round of antibiotics (fluconzaole 200mg for 14 days) and lotrimin topical cream were prescribed. The patient's right axilla completely healed while the left axilla had an opening and a small bulge(from an angle) about 5 months post treatment. By (B)(6) 2017, the patient confirmed the infection was completely healed.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Products met final inspection and testing requirements prior to shipment.

Event description:
Patient first experienced left axillary discomfort 10 days post treatment, increasing to severe pain over the next few days oral antibiotics began 14 days post treatment. Continued pain prompted 2 physician visits with draining. Culture taken revealed infection (enterobacter aerogenes). Patient reported improvement at 5 weeks post treatment. At 7 weeks post procedure, patient reported lingering lump and some pus. Follow up continuing.